Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a skin reaction that occurred on (B)(6)2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as an itchy rash on the left abdomen. Patient treats the affected area with over the counter (otc) benadryl and hydrocortisone cream. Patient spoke with diabetic educator on (B)(6) 2015 regarding the skin reaction issue. Diabetic educator recommended for patient to try johnson and johnson tuff pad to place on the skin prior to applying sensor adhesive. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).